Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 72-82 mg/dl. The cause of low bg was unknown. The customer received third party assistance from paramedics, who checked their bg with a finger prick and checked their blood pressure to address bg. The finger prick showed that their bg was 82 mg/dl and this event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.